Manufacturer narrative:
The insulin cartridge has not been returned to animas. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/07/2013-device evaluation: the cartridge has not been returned. A retain cartridge from the same lot has been evaluated by product analysis on 07/12/2013 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 400 mg/dl with nausea. The patient stated that she discontinued insulin pump therapy and began on a backup plan using manual syringe injection for insulin delivery. The patient reported that insulin had leaked out of the insulin cartridge and into the cartridge compartment of the pump. At this time, the subject cartridge is not expected to be returned for analysis. This complaint is being reported because the patient allegedly experienced elevated bg when an insulin cartridge leaked insulin into the cartridge compartment of the insulin pump while being used during insulin pump therapy.